Event description:
A complaint of low readings was received on a customer's freestyle blood glucose meter. The customer obtained a reading of 124 mg/dl compared to a laboratory reading of 411 mg/dl. When plotting the readings on a parkes error grid the result fell in the 'c' zone showing the differecne to be clinically significant. There was no report of death, serious injury or mistreatment.